Event description:
It was reported that a sudden death occurred 5 months post deployment of endeavor stent. The target lesion was reported to be a severely tortuous (greater than or equal to 3 bends, excessive), diffused and calcified lesion at the right coronary artery. A fracture at the edge of the overlapped stent was reported to have been observed. The physician reported that there were some fragments of pc polymer scattered in the neointima away from the stent strut. Inflammatory cells such as macrophages and giant cells were found around these fragments of pc polymer.

Manufacturer narrative:
(B)(4). Evaluation: results: (patient death), other (inconclusive based on limited details).